Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a trend that near the end of blinitumamab infusions, more volume remains than is expected. In one example, the pump displayed 17 ml remaining and the bag appeared to have over 30 ml remaining. The previous infusions of blinitumamab for patients were delivered with an ambulatory infusion pump. No patient harm was reported.